Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a tortuous anatomy and upon insertion of the 14 fr sheath into the right common iliac vessel, resistance was encountered. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, ds was unable to cross the common iliac vessel and circulo wire was exchanged to a non-abbott wire, still resistance was noted but able to be advanced. On the first attempt at 80 percent deployment, depth at left-coronary cusp (lcc) was noted to deep so a partial recapture was performed. On the second attempt, it was placed at a higher position with a depth of 0mm and the partially opened valve popped up into the sinus of valsalva. The ds was unable to be recaptured so it was pulled up into the descending aorta and micro adjustment wheel was used several times resulting in unsuccessful recapture of the valve. It was decided to deploy the valve in the abdominal aorta (below the kidney arteries). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 26mm, non-abbott balloon. A second 29mm navitor vision valve was selected for implant using a new large flexnav ds. It was able to be inserted into the patient's anatomy without any resistance in the common iliac vessel. On the first attempt at 80 percent deployment, the valve was positioned at 0mm depth, so a partial recapture was performed, and it was able to be implanted at depth of 3mm depth. An incomplete stent opening was noted but able to be mitigated as per the steps. Post-implant, trace pvl was noted and considered as acceptable by the physician and no interventions had occurred; post-gradient was less than 5 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of insertion and advancement difficulty of the delivery system through patient anatomy, and retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported insertion and advancement difficulties, and retraction problem appear to be related to patient anatomy (difficulty at the iliaca com. Right). However, this cannot be confirmed. The reported unexpected intervention was required post-implant valvuloplasty was performed and there was a need of implanting another valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a tortuous anatomy and upon insertion of the 14 fr sheath into the right common iliac vessel, resistance was encountered. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, ds was unable to cross the common iliac vessel and circulo wire was exchanged to a non-abbott wire, still resistance was noted but able to be advanced. On the first attempt at 80 percent deployment, depth at left-coronary cusp (lcc) was noted to deep so a partial recapture was performed. On the second attempt, it was placed at a higher position with a depth of 0mm and the partially opened valve popped up into the sinus of valsalva. The ds was unable to be recaptured so it was pulled up into the descending aorta and micro adjustment wheel was used several times resulting in unsuccessful recapture of the valve. It was decided to deploy the valve in the abdominal aorta (below the kidney arteries). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 26mm, non-abbott balloon. A second 29mm navitor vision valve was selected for implant using a new large flexnav ds. It was able to be inserted into the patient's anatomy without any resistance in the common iliac vessel. On the first attempt at 80 percent deployment, the valve was positioned at 0mm depth, so a partial recapture was performed, and it was able to be implanted at depth of 3mm depth. An incomplete stent opening was noted but able to be mitigated as per the steps. Post-implant, trace pvl was noted and considered as acceptable by the physician and no interventions had occurred; post-gradient was less than 5 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.